Event description:
Customer reported a cardiopulmonary ICU pt was on a norepinephrine infusion of 65.6ml/hour and the infusion completed and the alarm sounded. When the nurse entered the room the rate had changed from 65.6 ml/hour to the set kvo rate of 5ml/hour. Per the pharmacist, this was a very sick pt. The pt's heart rate dropped to the low 30's with arterial bp's 40's/teens with maps in the 20's per rn report. No add'l medication/treatment was provided, once the solution bag was changed and the pump reprogrammed the pt responded. The nurse caring for the pt was new. The customer will f/u regarding any add'l training needed. No add'l pt or event info provided.

Manufacturer narrative:
(B)(4). Discussed the kvo feature with the customer. Offered to perform an event log review and/or a device eval. A f/u report with failure investigation results will be submitted should the device or event log be returned for eval.